Event description:
Customer claims that the alarm sounds when there is no motion in front of the alarm. Claims there are loose parts in the sensor compartment. There is no visible damage to the outside of the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation for the returned product shows when tested the chime function does work when there's motion in front of the motion detector. When the product is set to remote function there's no alarm tone at the receiver. The motion detector case is separating and does not close flush. There are loose parts inside the motion detector and the white plastic slide cover is missing. Note: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (loose parts) or immersed in liquid. The unit may stop functioning as designed. Manufacturer references file (B)(4).